Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to unknown product location. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Patient was reported to be in their late 80s. Unique identifier (UDI) #: n/a. Concomitant medical products: 00811400230, femoral stem 12/14 neck taper extra ext. Offset size 2 130 mm stem length; packaged with standard centralizer, 63007320; 00620005822, shell porous with cluster holes 58 mm o.d., 37109420; 00631005836, liner 10 degree elevated rim 3.5 mm offset 36 mm i.d. For use with 58 mm o.d. Shell, 62847568; 00801803603, femoral head sterile product do not resterilize 12/14 taper, 62747904; 00625006525, bone screw self-tapping 6.5 mm dia. 25 mm length, 63009996; 00625006520, bone screw self-tapping 6.5 mm dia. 20 mm length, 62860043. Report source, foreign - event occurred in (B)(6).

Event description:
It was reported that patient underwent a hip revision surgery due to bone cement fracture approximately 3 years post implantation after they fell. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.